Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the hong kong market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). Corrected primary di number: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The reported issue could be duplicated. According to field service engineer, the compressor tubing kit was damaged and leaked air. The compressor was repaired and returned for use again. No parts were returned for investigation. The root cause for the reported failure could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref #: (B)(4).